Event description:
It was reported that before using one (1) pack of the bd vacutainer® one use holder, there was no lot printed on the packaging. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: date received by manufacturer: 16oct2025 - date it was determined that the initial MDR was filed against the incorrect site registration number. This report is a replacement to the original submission under MFR report#: 1917413-2025-00939 on 22jul2025 in order to file against the correct site registration number. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E1: initial reporter phone#: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos of the reported product for evaluation. He provided photo is not for the reported product. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.